Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: b1 and b2.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Clinical adverse event received for subpatellar crepitation. Event is serious and is considered moderate. Event is definitely related to device and definitely not related to procedure. Doi: (B)(6) 2017, doe: (B)(6) 2019, (right knee). Event is unresolved: awaiting arthroscopy procedure to address.